Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.50/+2.5/115 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens and the problem was not resolved. See MFR. Report # 2023826-2023-02884 for replacement lens. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).